Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and instances of loss of capture that were less than two seconds. Programming changes were made, and pocket stimulation was produced when output was set to five volts. As a result, output was set to four volts. No additional adverse patient effects were reported. This rv lead remains in service.